Event description:
A femoral IV site was inserted into the patient's right femoral vein. At the end of the case the femoral IV site was inspected and it was found to have blood leaking from the hub of the IV which resulted in patient blood loss and a drop in the patient's hematocrit.the hub of the IV cracked and resulted in blood loss. The cracked area is not at an area that needs to be attached or manually tightened.